Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 576-577 mg/dl and diabetic ketoacidosis resulting in a hospitalization. Prior to the hospitalization, the customer performed infusion set site and cartridge changes to address the bg. The customer alleged that the cause of the event was due to the pump or the pump supplies. No issues were observed with the cartridge, infusion set tubing or cannula at the time of the event. Customer was treated with insulin infusion while hospitalized. No injuries had been sustained at the time of the report.